Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with yankauer suction instrument. The customer stated that the bulb tip on the yankauer broke off, and they are unable to confirm if it was prior to surgery or during surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.